Manufacturer narrative:
Correction: h6 previously submitted as "serious injury", now updated to "additional surgery" along with b5 note to reflect device explant.

Event description:
The implantable cardioverter defibrillator was explanted along with the rest of the system but remains in service on the outside of the body.

Event description:
Voluntary medwatch report received reported that the patient presented with infection. The implantable cardioverter defibrillator (ICD) remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157098. UDI not available as no product identifiers were provided.